Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The incident information was reviewed, however, the product was not returned to abbott vascular for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that when the protective sheath was removed from the 8.0 x 29 mm omnilink elite stent system, the stent implant was observed to be missing from the balloon. The stent implant was found in the protective sheath. There was no patient involvement and no reported clinically significant delay in the procedure. A new 8.0 x 29 mm omnilink elite vascular stent system was used to successfully complete the procedure. No additional information was provided.